Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had issues with blood glucose values. Blood glucose value at time of event was 53mg/dl. Customer stated that a couple of weeks ago the blood glucose values were in the range of 300mg/dl to 400mg/dl. Current blood glucose value was 179mg/dl. Blood glucose value at the time of the event over 500 mg/dl. Insulin pump will not be returned for analysis.